Event description:
During aaa repair in 2009, physician noted that it was impossible to expand the suprarenal part of the main body. Pt was then converted to an open operation. The pt's condition is unk at this time.

Manufacturer narrative:
Still under investigation at this time.